Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tip of the inserter fractured during the surgery. The fractured piece was removed from the patient's body before surgery was completed. Attempts have been made and no further information has been provided.